Event description:
A physician stated that his patient had been experiencing a recent increase in seizures for approximately a year. The patient had his output current lowered to try and prolong the generator's remaining battery life. The patient's physician referred the patient for a generator replacement, but no known surgical intervention has occurred to date. A review of the available programming history showed that the patient's device had previously been performing as intended.

Event description:
Follow-up was performed with the physician who indicated that he believed the patient's increased seizures was due to the reduction in settings as well as the battery depletion. System diagnostics after the onset of the patient's symptoms indicated proper device functionality.

Event description:
Information was received that the patient was in pre-op and the patient's device was unable to be interrogated. It was stated that the patient was previously observed to be at a low battery condition. The livanova representative stated a known working generator was able to be interrogated so a programming system issue was ruled out and it was determined the device could not be interrogated due to battery depletion. The patient's device was replaced due to the battery depletion of the generator. The patient requested to keep the generator after the surgery so the device is not expected to be returned to the manufacturer.